Event description:
It was reported to philips that the device failed to boot up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Analysis of the system log files showed that there was an issue with the system interface board. Upon onsite inspection, it was discovered that the low voltages in the cabinet were not there since the power supply would not turn on. An electronic defect was identified as the root cause of a direct current power supply (dcps) failure after failure analysis. Fse replaced the dcps. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.